Event description:
A 7f, 4 lumen, 110cm swan-ganz catheter was advanced in the body for a right heart catherization. To assist the advancement of the catheter a .025 j-tip wire was inserted through the proper lumen of the catheter. It was noticed that the wire would not advance through the tip of the catheter. After several attempts another wire was used with a different lot number and the same problem was encountered. A new swan-ganz catheter, which happened to have the same lot number, had the same problem with both wires. Eventually the doctor advanced the swan-ganz catheter where he needed it without the assistance of the j-wire. There was no harm to the patient and the procedure was successful.